Manufacturer narrative:
(B)(4). Field advisories: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not charged the ipg for approximately five years after having undergone an extended hospital stay due to unrelated health issues. The sjm representative confirmed loss of communication between the ipg and multiple external devices. Subsequently, surgical intervention was undertaken to explant and replace the patient's ipg. Effective stimulation was restored following surgery. Please note this issue was previously reported under reference MFR report# 1627487-2013-13713.